Event description:
It was reported by a customer that on (B)(6) 2011 fiber cap detached outside of the patient at 110,070 joules. The procedure was completed using turp. No patient injury was reported.

Manufacturer narrative:
(B)(4).